Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion (cto) lesion in the distal right coronary artery. A 4.0 x 8 mm nc traveler balloon dilatation catheter (bdc) was prepped without any issue and attempted to advance; however, resistance was felt due to anatomy and the bdc crossed only two-thirds of the lesion. The bdc was inflated once at 12 atmospheres and then the balloon ruptured on the second inflation at 16 atmospheres due to the heavy stenosis at the distal end of the lesion. The bdc was removed without any resistance and a non-abbott balloon was used to successfully complete the dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.